Manufacturer narrative:
(B)(4). The complainant indicated that the stent remained implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted to treat a pancreatic walled off necrosis with more than 70% fluid content during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the stent was deployed; however, the first flange failed to fully expand. The stent remains implanted and the procedure was completed. Reportedly, two days later, during a follow-up procedure to monitor the stent, the flare appeared to be more expanded and was left implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.